Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell causing multiple infusion sets to be pulled out. The customer's blood glucose was 156 mg/dl and the customer experienced diabetic ketoacidosis. Reportedly, the customer used the pump to address bg and consumed water.